Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: subcomponent geometry has been improved to strengthen the device. Furthermore, all devices manufactured prior to the implementation of this change are being removed from the field as part of a reportable field action. Reference removal (B)(4) for additional details. Evaluation: subcomponent spring clip fracture is reported and observed. Device history records indicate all components were manufactured and inspected to specification at this time of manufacture. Dimensional readings and material hardness are conforming to print specifications.

Event description:
It is reported that the screw fell out.